Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was constantly alarming. There was no reported adverse event.